Event description:
The customer reported that corrupted software disabled the system's cine availability; thereby losing subtraction, road-mapping, or other critical vascular cine functions. There was no pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.